Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 49 mg/dl. Customer states that they could not calibrate and blood glucose went up to 115 mg/dl. Customer states that sensor reading was 133 mg/dl and actual blood glucose was 172 mg/dl. Further states that when blood glucose was 49 mg/dl, the sensor glucose was 115 mg/dl. Customer informed that sensor glucose value and blood glucose value difference was not within the acceptable range. Product will not be return for analysis.